Event description:
The customer reported that the unit did not recognize the battery.

Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site and reproduced the symptom. Replacing the battery pca resolved the issue.